Event description:
On 2/14/97 a feeding tube was inserted at suppertime, x-ray showed tube in lung. No feeding occurred. On 2/15/97 (am) x-ray showed 10-15% pneumothorax in lower aspect of rt hemithorax. On 2/16/97 x-ray showed mild decrease of pneumothorax. On 2/19/97 x-ray showed resolution of pneumothorax, but development of pulmonary edema and pneumotitis (rt lung only). Pt is on antibiotic therapy. Pt was not intubated. Nurse inserted tube. Reporting rn stated this was not a product problem, but due to operator error.